Manufacturer narrative:
Lead model 3889-33, lot #v179760, implanted: (B)(6) 2009, explanted: na, programmer model 3037, serial # (B)(4).

Event description:
It was reported that during a replacement surgery impedances of >4000 ohms measured. The patient did however show good motor responses. During post op interrogation, the impedances on all electrodes except electrode #3 were >4000 ohms. Electrode #3 showed impedances of 110-1300 ohms [performed at 1.5 v and 210w]. The patient did experience some change in stimulation when changing body position. Patient was scheduled for a 2 week follow-up to check impedances and status of therapy. Additional information has been requested, but was not available as of the date of this report.